Event description:
It was reported that there was a malfunction on the customer's pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, implying there was no adverse impact. As a corrective action, the customer was provided with a replacement pump by technical support, and they planned to use a backup insulin pump to ensure there was no interruption in insulin delivery.